Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider via a manufacturer representative. At the time of the event, the patient's pump was delivering 20 mg/ml morphine at 7 mg/day with a patient controlled analgesic dose of 0.75 mg every 2 hours for 4 times. The patient's pump had become more "superficial and mobile" as of (B)(6) 2011. No troubleshooting was indicated or done other than a physical exam. No pertinent medical history or oral medications were noted. The cause of the superficial and mobile pump was unable to be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving unknown medications at unknown dose/concentrations at the time of the event via an implantable infusion pump for non-malignant pain and chronic low back pain. Per pump logs provided, a note was in the programming information that indicated there was pocket revision on (B)(6) 2011. No further information was reported including if there were any symptoms, what troubleshooting had been done or the cause of the pocket revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.